Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed a uv void in the second seal of hex side seam. Pressure integrity testing confirmed a leak from one of the hex side seams at <1 psi, where the uv void was observed. Conclusion: the clinical observation was confirmed. Reason for return was confirmed. The uv void occurred on the same side as the leak was detected during pressure integrity testing. Examination of the side seam revealed a marginal bond in the secondary bond of the heat exchanger upper and lower case side seam. It was suspected an air bubble trapped in dispensing equipment caused this issue. Operators are trained to purge the dispensing equipment. This anomaly may not be detected by leak testing. The leak may not be found until after shipping and handling where a physical shock would break the marginal bond. Review of the device history filed for this device did not indicate any abnormalities associated with the reported incident.